Event description:
Dr. (B)(6) reports via our sales rep, (B)(4), that a blocker broke off the screw. He further reports that the implant was disposed off but he forwarded a photo. No further information was given.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.